Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, three days post-implant, the patient presented to the clinic with diaphragmatic stimulation. Upon device interrogation, the right ventricular (rv) lead exhibited high thresholds, intermittent capture and had perforated the pericardium to some extent . The rv lead was reprogrammed and later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.